Manufacturer narrative:
Follow up report. Updated: b4,b5,d2,g1,g3,g6,h1,h2,h3,h6. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. The reported products were reviewed for compatibility with no issues noted. The product combination was approved by zimmer biomet, see surgical technique. The surgical technique explains that the locking of the corelock is done using the corelock driver with torque limiting handle. "Turn slowly clockwise to tighten and engage the corelock mechanism until a click is felt from the torque limiting handle." Review of the complaint histories identified additional similar complaints for the reported items and the part and lot combinations. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Radiographs were provided and reviewed by a radiologist. Review of the anteroposterior view of the left shoulder demonstrates an intramedullary nail fixation of a comminuted fracture involving the proximal humeral metaphysis. There are 3 proximal and 2 distal locking screws in place. No acute complication. Visit 2 images show significant backout of 2 of the proximal locking screws and possible slight backout of the third proximal screw. The bone density appears overall decreased which may have contributed to suboptimal purchase of the screws. A definitive root cause could not be determined. However based on the investigation it could be assumed that possible contributing factors to the migration of the screw might be multifactorial related to either patient condition, behavior or implantation procedure. If and to what extent any of these aspects may have influenced the migration of the screw remains unknown. In conclusion, as the cause may be multifactorial an exact root cause could not be identified for the migration of the screw. An additional deeper investigation was performed which identified the design limitation of the corelock mechanism as a potential contributing factor. However, as further biomechanical testing was carried out and the performance is in an acceptable range in comparison with legally marketed similar devices, no design changes were conducted if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Event description:
It was reported that an operation was performed with ann nail. A few weeks after the initial surgery, surgeon found all of the proximal screws were backed out from the proper position. Then, waiting for the bone to heal, a revision surgery was performed two months post implantation and all implants were removed. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D10: ann blunt tip screw, #item: 47248604640, #lot: 3218779 ann blunt tip screw, #item: 47248604440, #lot: 3215743 ann ph nail lt, #item: 47249616111, #lot: 3216535 g2: foreign source japan attempts have been made to gather all product identification information and no further information has been provided. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.